Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. Review of the device's activity log showed occurrences of the customer's report; however it does not indicate a device malfunction. The device was put through extensive testing without duplicating the reported malfunction. It is noteworthy to mention the cables used at the time of the reported event were not returned for evaluation. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.